Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called in to report that error 41014 occurred when an instrument was installed on universal surgical manipulator (usm) 1, and all the usm light emitting diodes (leds) turned red. The customer power cycled the system, and normal system operation was restored. The site installed an instrument on usm 4, and the issue returned. The technical support engineer (tse) reviewed the system log and identified errors 23 and 30 pointing to a communication issue between the surgeon side console (ssc) and vision side cart (vsc). The issue could be related to a harness cable in the ssc. The tse had the site power cycle the system to resolve the reported issue. The site continued with the procedure for about 10 minutes, and error 23 occurred. The tse had the site power cycle the system again; however, the error persisted. At this point, the surgeon then elected to convert to laparoscopic surgery. There was no reported injury. The field service engineer (fse) obtained the following additional information from the customer regarding the reported event: this was a liver cancer operation. It was confirmed that the procedure was converted to laparoscopic surgery and completed successfully. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was reportedly checked prior to use, and no issues/errors were noted. It was confirmed there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse checked the surgeon side console (ssc) and discovered the right master tool manipulator (mtm) failed to power on the self-test with errors 23, 30, 307, 40084, and 41014. The fse reviewed and verified the errors in the system logs. The fse performed troubleshooting and determined there was a communication issue with the cable harness in the right mtm. The fse replaced the cable harness, and normal system operation was restored. The fse also proactively performed additional testing/troubleshooting and replaced remote arm controller board (rac) 2 and the right mtm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the right mtm involved with this complaint and completed the device evaluation. Failure analysis investigations could not reproduce the reported failure (error 30 along axis 1). However, the error was confirmed as having occurred via the field error logs. A visual inspection was performed, and the right mtm was installed onto a system. The system was powered on, and a sine cycle test including a test drive were performed without any issues. The unit also passed all tests that were performed via matlab. No trouble was found with this unit. However, the embedded serializer in master base (esmb) printed circuit assembly (pca) and the main wire harness would be replaced as a precaution. Isi received rac 2 involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate/confirm the reported failure. The unit was installed onto a pca test system. The unit ran ten power cycles and sat idle for an hour without any issues. A review of the system log showed the unit failed with errors 117 and 30. Additionally, error 23 had occurred 95 times within two months. However, this is a good rac. Isi has received the cable harness for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.